Event description:
It was reported that .. "During xia3 surgery, the surgeon used the screw and offset connector(l2,s1,s2). Afterwards, the surgeon tightened the blocker. However, the blocker idled. When the surgeon checked the thread of the screw head, the thread was deforming. Therefore, the surgeon removed the screw. And the surgeon inserted the brand new screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the tulip splaying of the xia 3 titanium polyaxial screw was confirmed via visual inspection. The likely cause of this event is poor alignment of torque wrench to blocker. If the torque wrench is not aligned properly, the blocker will not thread properly. The blocker will force the tulip open in order to be moved in, which is known as tulip splay. Conclusion: the root cause of the failure is likely poor alignment of the torque wrench.

Event description:
It was reported that .. "During xia3 surgery, the surgeon used the screw and offset connector(l2,s1,s2). Afterwards, the surgeon tightened the blocker. However, the blocker idled. When the surgeon checked the thread of the screw head, the thread was deforming. Therefore the surgeon removed the screw. And the surgeon inserted the brand new screw."